Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va081h9, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had their whole system removed but they did not know when they had it removed. It was noted the patient¿s device was removed because it was uncomfortable and was not doing its job. It was stated it was like that since implant and the device was the most uncomfortable horrible thing ever. Additional information from the healthcare provider stated there was not a 50 percent or greater symptom reduction and the cause of the event was not determined. It was stated the patient had four programs placed and they tried all of them and got no improvement. It was noted the patient was reprogrammed on (B)(6) 2013 and their device was removed on (B)(6) 2013. Reportedly, the patient recovered without permanent impairment.